Event description:
After patient returned from surgery, patient was placed back on same vent. Vent began alarming low tidal volume and high peak pressure. Vent was switched out for another one and patient had no problem.